Event description:
It is reported by the surgeon that a pt came to him for a second opinion. He has had a complete radiolucency under the tibial tray and is in pain. Implant date is unk

Manufacturer narrative:
Evaluation summary: no product was returned for eval. Also, no x-rays were returned for review. Add'l info was requested but, not received . Pt info such as height, weight, and pt activity is unk. Based on the available info a definitive cause can not be determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.